Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults and damage to the modular cable was confirmed via log file analysis and evaluation of the returned modular cable. The modular cable (lot number 8075306) was returned and tested with the event system controller and was able to support a mock circulatory loop without issue or alarm. The reported damage was noted upon initial observation. The underlying layers were stripped, and it was found that the underlying wires of the modular cable were damaged, which would cause the observed alarm. A review of the submitted and downloaded log files from the reported event dates of 13oct2025-14oct2025 showed a driveline power fault alarm activate on 13oct2025. The driveline power fault alarms did not prevent the pump from operating at its set speed, and the system controller was able to support the system as intended while the driveline was connected. The driveline was disconnected, consistent with the reported system controller and modular cable exchange. Provided information indicated that the system controller and modular cable were exchanged, resolving the reported alarms. The root cause of the alarm was determined to be due to the damage to the modular cable. The root cause of the damage was not able to be determined via this investigation. The device history records were reviewed and revealed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use rev. C section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook rev. D section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use rev. C section 2 - ¿system operations¿ and heartmate iii patient handbook rev. D section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with a driveline power fault. There was visible damage to the modular cable portion of the driveline. The alarm manually cleared, however the site intended on exchanging the modular cable and system controller due the visible damage, and belief the alarm would recur. The site also noted there was visible damage to the system controller. Log file review was requested which confirmed the driveline power faults. The system controller and modular cable were exchanged with no complications. Additional log files were submitted post controller exchange which found no unusual events.